Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was diagnosed with an infection and his whole system was removed. The patient stated that the infection was leaking in his back. He wanted to know if could be re-implanted because he still had pain. He noted that the implant worked well for him. It was also reported that the infection was treated with antibiotics. The patient further stated that the infection went away and then came back 3 weeks later. The patient was to follow up with her doctor to discuss the possibility of re-implanting and also follow up regarding the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.